Manufacturer narrative:
The tube was discarded. The model and the lot number are unk; therefore, the date of manufacture and the 510(k) cannot be determined. The reported failure cannot be confirmed without the device for evaluation. Attempts to obtain further information regarding device identification and any other pt event information are ongoing. If significant new information is gained, a supplemental report will be submitted.

Event description:
The caller reported the customer stated they had been experiencing skin breakdown issues. They believe that the flange is too hard and that it could be a contributing factor to the skin breakdown. The customer stated she believes a pt had skin grafts due to the skin breakdown. The customer reported they use disposable and reusables tubes, but did not have any additional pt information, date of event, product code, model, size or lot number. The caller reported that they do tracheostomy care every shift, and nothing had changed with tracheostomy care. Now, they are placing mepilex under the trachs to minimize breakdown, and their routine care includes hydrogen peroxide and water. It was also reported that the ventilator tubing pulls and puts pressure on the site and they are also looking at, if it could possibly be the stay sutures, were sutured too tight.